Event description:
The patient never had therapeutic effect. The patient had her implant because, she was hurt at a hospital, 3 ruptured discs, ¿that¿s when all of this started¿. It was stated ¿those wires never worked for me anyways¿. The sensation never went higher than the back of her knees. It was tried so long to adjust the device but the therapy never reached the place in the center of the patient¿s spine where she folds/bends and needed pain relief. The ins was removed about 6 weeks to 2 months ago because, she was in so much pain and needed an MRI. The patient ¿was charging over and over and¿ sit on it and¿. Walk on it and move my neck go all the way back and I push back the wires did not reach my spine always in the back of my legs¿. Once those wires were removed the patient was able to move and have a little more motion on her back. It was noted now ¿he¿s going to have to do surgery to remove something they put in my spine and then connect me to the next disc I think it¿s the 5th 4th 3rd going just a little bit higher so he can reconnect differently¿. The patient¿s doctor told her after the MRI, the repairs that need to be redone were for spinal stenosis. Additional information has been requested.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3777-75, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3777-75, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3777-75, serial# (B)(4), implanted: 2007 (B)(6); product type lead. (B)(4).